Event description:
A 2.5 mm diameter x 9 mm length nc sprinter rx dilatation balloon catheter was inserted in a patient for treatment of a lad lesion. Vessel morphology was not reported. It was reported that the nc sprinter was inserted to the lesion site. The device was inflated; however, was not deflating as expected and attempts were made by inflating at 4 atm and deflate with vacuum drawn. The balloon was able to deflate but with delayed time. The balloon was successfully removed from the patient. The patient is reported to be fine and no additional clinical sequelae were reported. Evaluation summary: medtronic has received the device and its analysis has been completed. There were slight bends and twists on the shaft. The balloon had been inflated. Attempts to inflate the balloon failed due to crystalized residue in the inflation lumen and balloon. The balloon was inflated to nominal pressure of 10 atms and deflation time was recorded. There was no damage or stretching of the shaft noted. The event description states that the device was inspected prior to use with no issues noted. The presence of crystalized residue within the inflation lumen prevented the initial attempt to inflate the balloon, however, when the residue dispersed the balloon was successfully inflated. There is no evidence that the residue within the inflation lumen had crystallized during the procedure, therefore, it could not have contributed to the slow deflation time encountered by the physician during use of the device. The possibility exists that the inflation device may have contributed to the slow deflation time, however, as no information has been received and the inflation device was not provided for review this cannot be confirmed. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.